Manufacturer narrative:
(B)(4).. Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; unable to talk to customer. On initial call, customer reported diagnosed with diabetes recent by a doctor, customer does not know his normal glucose levels are; customer is not concern with the current meter readings; customer declined a new product replacement; lancing device shipped.

Event description:
Customer states that he has been experiencing blurry vision and headaches for the past two days. Verified the strips expire 12/21/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 138mg/dl and 135mg/dl fasting. Received memory 158mg/dl, (B)(6) 2016 07:20:00 pm, fasting:yes. 159mg/dl, (B)(6) 2016 07:19:00 pm, fasting:yes. 140mg/dl, (B)(6) 2016 07:18:00 pm, fasting:yes. 156mg/dl, (B)(6) 2016 03:53:00 pm, fasting:no. 169mg/dl, (B)(6) /2016 03:51:00 pm, fasting:no. Customer is not concern with any of the results review in the meters memory. Customer called in stating that he ran his blood sugar and got 179/149/159 mg/dl and wanted to know if that is an acceptable range for his back to back blood sugar. Customer was running his test on the same hand same finger. Customer was advised on the recommended method of doing a back to back blood test as well as the exceptable variation. Customer states that he was sick and went to the hospital two weeks ago and was told that he was a possible diabetic. Customer then went to his dr. Because he was having a lot of problems with his feet and was giving a prescription to get the glucose meter. Customer states that he does not know what his normal glucose range should be because he is a newly diagnosed diabetic. Customer tried to contact his dr. But unable. Customer was advised to seek medical attention now but customer declined and states he will try to contact his dr. Again tomorrow.